Event description:
It was reported that the usb cable became damaged, and subsequently the customer experienced difficulty charging the pump with the usb cable. Reportedly, the customer was able to charge the pump with an alternate cable. Customer¿s blood glucose value ranged from 80 to 180 mg/dl.

Manufacturer narrative:
Device not returned.